Event description:
It was reported by service report that the side rail could become unlatched during use due to a missing compression spring. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
This is a duplicate of MFR report # 0001831750-2013-02287. The serial number (B)(4) and catalog number 1020000000 reported for this complaint were accidentally submitted into the complaint handling system twice for the exact same complaint instance. Please refer to MFR report # 0001831750-2013-02287 for full reporting of serial number (B)(4) and catalog number 1020000000 for this complaint.

Event description:
This is a duplicate of MFR report # 0001831750-2013-02287. The serial number (B)(4) and catalog number 1020000000 reported for this complaint were accidentally submitted into the complaint handling system twice for the exact same complaint instance. Please refer to MFR report # 0001831750-2013-02287 for full reporting of serial number (B)(4) and catalog number 1020000000 for this complaint.